Event description:
Hi, I am diabetic and takes medications to control it. I use freestyle libre3 continuous blood glucose monitoring (cgm) system manufactured by abbott to monitor my blood glucose level to decide the medications and/or its dose. However, lately I realized that the device (sensor) is consistently giving wrong results in a significant margin. For example, this morning my fasting blood sugar level was 155 mg/dl as per libre3 sensor while my accuccheck blood glucose monitor showed 123 mg/dl. Depending on blood glucose monitoring system to decide treatment option can be fatal for many diabetic patients. I hope FDA would take this issue seriously and test such devices more critically before they are released in the american market. Thanks, (B)(6). Dr. (B)(6).